Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal circumflex. The following day the pt suffered a myocardial infarction (mi). It is unk whether the reported mi is related to the target vessel. The investigator indicated that reported mi was possibly related to the study stent. (Ref MFR # 9612164-2011-00999).

Manufacturer narrative:
(B)(4). Evaluation results; (myocardial infarction).